Manufacturer narrative:
Additional information: sections: b.3, d.6b. D.9 the recipient's device was explanted. The recipient was reimplanted with another advanced bionics cochlear device. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Event description:
A review of the test data indicted impedance issues. Revision surgery is scheduled.

Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. The external visual inspection revealed the electrode was sliced. This is believed to have occurred during revision surgery. Photographic imaging inspection confirmed broken electrode wires. This is believed to have occurred during revision surgery. System lock was verified. The electrode condition caused impedance values to be out of range. The device passed the some of the tests performed. The failure of this device is attributed to an electrode short in the electrode pocket. A corrective action was implemented. This version of the hires ultra device is no longer distributed. This is the final report. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.